Event description:
An aneurx abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately eight years ago. Aneurysm and vessel morphology from the time of implant are unknown. It appears the patient did not receive regular follow up visits since he lived in 4 hours away from the hospital. It was reported that the patient was flown in from another hospital due to an enlarging aneurysm but was in stable condition. There was no contained ruptured aneurysm. As soon as the patient arrived an angiogram was done and showed a type iii endoleak coming through the stent graft from the distal side of the contralateral limb, 1 cm below the area of overlap between the gate and the contralateral limb. The patient's inr was 3.5 and the physician thought that might have been caused by the endoleak. The physician tried to determine if this was a type ii endoleak from a lumbar but ruled that out because they could see the endoleak before the blood flow into the pelvic area. There was no calcium in this area so the physician thinks the type iii fabric endoleak might be from a small suture pop. An endurant (B)(4) was used to reline the contralateral limb and this successfully resolved the endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak): (cause of event is unknown). Evaluation, conclusion: (cause of event is unknown).